Event description:
There was a loose or unattached blue thread on the white area of a lap sponge. The thread was removed. The lap sponge was inspected and removed from the sterile field. Core manager was notified. The clinical manager came to the operating room and retrieved the thread which was placed in a biohazard bag.======================manufacturer response for lap sponge, lap sponge, 18 (per site reporter).======================we are awaiting a response.